Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reason for return of not booting up as expected. It was noted that the power bay assembly was broken and a software error was found in the update history. The power bay assembly was replaced, the stylus and a radiofrequency head were added and the touch screen calibrated, new software was installed and the device was cleaned. The device then passed its electrical safety and all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer was not booting up as expected. The programmer was returned for service. No patient complications have been reported as a result of this event.